Manufacturer narrative:
The company representative cleared the fault logs, reset the system, and performed a power cycle. The system was tested to factory specifications. It functioned normally and was returned to use. The error logs were forwarded to research and development for review, where it was determined that the cause was a software issue addressed via modification request.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with telepacks at the bedside, the central went into communication lost followed by the display turning to a blue screen. No patient injury was reported.